Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling a "shocking sensation" in pocket and would result in positional "jerking." It was also reported that the implantable pulse generator (ipg) was reprogrammed which resolved symptoms for a short period of time but is now "extremely dizzy" and exhibited a "high heart rate." It was also reported that the right atrial (ra) lead is believed to be "frayed" and previously exhibited a polarity switch. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead in question was a competitor lead.